Manufacturer narrative:
(B)(4). Device history record review: a device history review was performed and no non-conformance's were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the trigger of the small battery drive device was sticky. It was determined that the device was not functioning at all. The device was disassembled, and the motor sub assembly was inspected, and it was determined that the collector of the motor and brushes were heavily worn. It was further determined that there were no traces of liquid found during inspection. The motor showed clear signs of overheating. It was observed that the motor collector and brushes showed signs of wear. It was determined that the motor was completely overloaded and over-stressed during use. It was further determined that the device failed pretest for check for sticky speed trigger. It was noted in the service order that the device did not move nor work during post-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.